Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the reported lot number. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Clinical der states patient was revised to address a broken poly, ruptured medial collateral ligament, proximal tibial fracture, proximal fibular fracture.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/20/2017: medical records received. After review of the medical records for MDR reportability, the medical records indicated the bone fractures occured in (B)(6) 2016. The records also confirmed the broken insert and mcl rupture. Instability, pain, and swelling were also noted. There is no new information that would change the existing MDR decision.